Event description:
It has been reported to philips that fluoroscopy sometimes failed. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon functional testing, the fse found that the hv generator error 02hw,02hx, cathode voltage was unbalanced. Review of the generator logs file showed converter related error. The fse replaced the converter 8e velara. After replacement of the converter 8e velara, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.